Event description:
It was reported to the manufacturer by the physician that intermittent communication errors were occuring with vns patient's devices. The wand battery, and the connections were checked and were ok. Additional troubleshooting was not performed, as there was not a vns patient present. A new programming wand, and serial data cable was sent to the site. A vns patient has not been in for a follow up visit to determine if the communication problems resolve with the new products.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.